Event description:
It was reported that the patient experienced ineffective therapy. As such, patient has a scs trial on (B)(6) 2022 and received effective therapy at a higher lead placement. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted and replaced with a new system to address the issue.